Manufacturer narrative:
As per information received, the event was probably caused by reaction with the suture threads. The review of the device history record is ongoing.

Event description:
The manufacturer was informed that on september 8, 2016 a memo 3d record, mitral semirigid annuloplasty ring, size 28 was implanted by dr. (B)(6) at the "(B)(6)" of tours - (B)(6). The information collected by the representative are the following: "on (B)(6) 2015 dr (B)(6) did a mitral operation on a female patient suffering of mitral regurgitation and put a 28 memo 3d record. On (B)(6) 2016 the surgeon had to do a re-operation on the same patient who had a thrombus of her mitral valve. The thrombus was all around the ring and dr (B)(6) think that it was more on the threads+knots than on ring itself, he change the valve with a mechanical one (different brand) and change also the brand of the new thread. He would like us to analyse the ring while he sent the native valve to the (B)(4) whose report I had . I got the ring and will send it to (B)(4) (+or and (B)(4) reports) for analysis. The patient is doing well."

Manufacturer narrative:
Corrections: (B)(6). Update after the completion of the investigation activities: review of the data filed in the device history record confirmed that this annuloplasty ring satisfied all material, dimensional and performance standards required for a memo 3d rechord - semirigid mitral annuloplastic ring mrcs 28 at the time of manufacture and release. The reported event cannot be related to any intrinsic factor to device since no defects were detected by the analysis performed on the returned device. Furthermore, as the surgeon suggested, the formation of a thrombus might have been related to suturing material or surgical technique.

Manufacturer narrative:
This follow up is dedicated to communicate the UDI missing in the initial report